Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/25/2009, 11/30/2009, 12/03/2009, and 12/09/2009 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her vision does not seem to be any better than prior to receiving her implant. The consumer reported that her vision was good for approximately 2 weeks following iol implant surgery and then began to deteriorate. She has been referred to a retinal specialist and told she has macular degeneration. Additional information has been requested.